Event description:
It was reported that during a blood pressure check on a patient, the patient¿s implantable cardioverter defibrillator (ICD) device provided ¿involuntary release¿ of high voltage therapy and the paramedic received a shock. The paramedic was reported to have been treated at the intensive care unit of the hospital. The device remains in use. No further patient complications have been reported as a result of this event. Attempts to obtain further information related to the status of the paramedic were attempted and no further information is available.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).